Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
"The patient came in with an aortic aneurysm and a dissection of his aorta from his aortic arch to his descending aorta. We first replaced his aortic arch with a thoraflex hybrid, and then planned to land the relay in the stent part of the thoraflex in order to extend the tevar. When the dr pushed the device up to the sma, he pushed out the secondary sheath, but the device was to flexible to go around the tortuous anatomy. We then tried to retract the secondary sheath into the primary sheath in order to have more pushability, the secondary sheath struggled to go back into the primary sheath, the secondary sheath snapped, and did not want to deploy the stent. We then pushed the device through where the anastomosis was made and deployed outside the patient's body. A thoracic stent was used to complete the operation."